Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, and performed reset with guidance, after which cgm error did not appear again; no additional information was received regarding the outcome of the event.